Manufacturer narrative:
(B)(6). Evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04627 and 2134265-2015-04667. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with a bsc imaging catheter and a bsc sled. During the procedure, the mdu5 was damaged and failed to perform automatic pullback. No patient complications reported and patient's status is stable.